Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller operated without issue but the green pump running symbol did not go on. Therefore, the system controller was replaced with the backup one.

Event description:
It was reported that the issue resolved with the controller exchange. There were no alarms associated with the event. There was nothing particular reported in regards to the patient's status.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a green pump running led issue was confirmed via product testing. The heartmate 3 system controller (serial #: (B)(6)) was returned for analysis, and a log file was downloaded for review spanning approximately 3 days (15aug2022 ¿ 16aug2022, 29sep2022 per timestamp). The pump maintained a speed above the lsl without issue while the driveline was connected. There were no notable alarms in the log file. The heartmate system controller was able to pass all testing and had no issues in performance. A dark (very dim) green pump led was observed after the unit was powered on; this did not affect testing results. The unit was able to operate on a mock loop without issues. This analysis could not determine the root cause of the reported event. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 20feb2020. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged or worn. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.